Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead pulled back to the coronary sinus. During the revision, the physician could not get the helix to extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.